Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient was having major urinary accidents in the mornings. Patient had an endoscopy done about 3 weeks prior to report. The ins had been turned down to zero. Patient guessed that right away, after endoscopy they started having horrible accidents when they woke up. Patient had been increasing stimulation. Patient stated it helped during the day, but every morning they could not make it to the bathroom. Patient had increased the stimulation today to 4.7v. Patient was able to sync with their patient programmer and it showed stimulation was on. It was reviewed that patient could keep increasing stimulation as long as it was comfortable, but they should follow-up with their healthcare provider if symptoms remain unresolved. No further complications were reported or anticipated.